Event description:
It was reported that the screws fragmented during implantation. The surgeon removed the fractured screws during the procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # 91-6105, lot # j379580, biomet microfixation facial plating system qty 2; item # 91-6105, lot # 863840, biomet microfixation facial plating system qty 5. Report source: foreign - event occurred in (B)(6). Item returned for investigation. Returned screw clearly fractured at the shaft, near the head of the screw. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00396, 0001032347-2022-00029, 0001032347-2021-00400, 0001032347-2022-00031, 0001032347-2022-00032, 0001032347-2022-00033, 0001032347-2022-00034.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # 91-6105, lot # j379580, biomet microfixation facial plating system qty 2; item # 91-6105, lot # 863840, biomet microfixation facial plating system qty 5. Report source: foreign - event occurred in (B)(6). Item returned for investigation. Returned screw clearly fractured at the shaft, near the head of the screw. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00396, 0001032347-2022-00029, 0001032347-2021-00400, 0001032347-2022-00031, 0001032347-2022-00032, 0001032347-2022-00033, 0001032347-2022-00034.

Event description:
It was reported that the screws fragmented during implantation. The surgeon removed the fractured screws during the procedure.